Event description:
During preventative maintenance of the device, user reported that a screw was missing from the front panel. Since the event occurred during preventative maintenance, there was no patient involvement during this event.